Event description:
The pt's medical records were rec'd by the valleylab legal dept which indicated that during an endoscopic breast augmentation, "on the left side", the bovie did not respond to cutting and/or coagulation. The bovie acted like a "flame thrower." A bovie burn took place on the skin at the axilla. At the time, treatment included gauze and ointment. Additional treatment is unk at this time.